Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain'), myasthenia gravis ('myasthenia gravis') and chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder - type of disorder : chronic inflammatory demyelinating polyneuropathy (cidp)') in a 28-year-old female patient who had essure (batch no. 862579-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vaginitis, multigravida, parity 1, paresthesia, numbness, pain in extremity, weakness, neck pain, pregnant, chronic inflammatory demyelinating polyneuropathy, atrial fibrillation, anxiety, muscle weakness and guillain-barre syndrome. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included weakness, back pain, dyspnea, vaginitis, bacterial vaginosis, fatigue, feeling down, gerd, uterine bleeding, allergic rhinitis, vaginal odor, smear cervix abnormal, nausea, atelectasis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as acetylsalicylic acid (cartia), adapalene (differin), ajmaline (cardia), alendronate sodium, amitriptyline hydrochloride (amitriptyline hcl), cetirizine hydrochloride (zyrtec allergy), ciclosporin (restasis), doxycycline, fluticasone, fluticasone propionate;salmeterol xinafoate (advair), metoprolol, misoprostol (cytotec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, prednisone, pregabalin (lyrica) and rivaroxaban (xarelto). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection / vaginitis"), 19 days after insertion of essure. On (B)(6) 2016, the patient experienced myasthenia gravis (seriousness criterion medically significant) and chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with butoconazole nitrate (gynazole), cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec plus), clonazepam, codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam (valium), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), hydroxyzine hydrochloride, metronidazole (metrogel), metronidazole benzoate (flagyl s), paroxetine (paroxetin), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (robotic total laproscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and hypersensitivity had resolved. The reporter considered anxiety, chronic inflammatory demyelinating polyradiculoneuropathy, depression, hypersensitivity, menorrhagia, myasthenia gravis, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding, allergic reaction and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event allergic reaction was added. Outcome of events abnormal bleeding and bladder/urinary problems was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain'), myasthenia gravis ('myasthenia gravis') and chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder - type of disorder : chronic inflammatory demyelinating polyneuropathy (cidp)') in a 28-year-old female patient who had essure (batch no. 862579-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vaginitis, multigravida, parity 1, paresthesia, numbness, pain in extremity, weakness, neck pain, pregnant, chronic inflammatory demyelinating polyneuropathy, atrial fibrillation, anxiety, muscle weakness and guillain-barre syndrome. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included weakness, back pain, dyspnea, vaginitis, bacterial vaginosis, fatigue, feeling down, gerd, uterine bleeding, allergic rhinitis, vaginal odor, smear cervix abnormal, nausea, atelectasis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depoprovera) from august 2011 to january 2012 for contraception as well as acetylsalicylic acid (cartia), adapalene (differin), ajmaline (cardia), alendronate sodium, amitriptyline hydrochloride (amitriptyline hcl), cetirizine hydrochloride (zyrtec allergy), ciclosporin (restasis), doxycycline, fluticasone, fluticasone propionate;salmeterol xinafoate (advair), metoprolol, misoprostol (cytotec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, prednisone, pregabalin (lyrica) and rivaroxaban (xarelto). On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection / vaginitis"), 19 days after insertion of essure. On (B)(6) 2016, the patient experienced myasthenia gravis (seriousness criterion medically significant) and chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with butoconazole nitrate (gynazole), cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec plus), clonazepam, codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam (valium), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), hydroxyzine hydrochloride, metronidazole (metrogel), metronidazole benzoate (flagyl s), paroxetine (paroxetin), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (robotic total laproscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, chronic inflammatory demyelinating polyradiculoneuropathy, depression, menorrhagia, myasthenia gravis, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy. Most recent follow-up information incorporated above includes: on 24-aug-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain'), myasthenia gravis ('myasthenia gravis') and chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder - type of disorder : chronic inflammatory demyelinating polyneuropathy (cidp)') in a 28-year-old female patient who had essure (batch no. 862579-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vaginitis, multigravida, parity 1, paresthesia, numbness, pain in extremity, weakness, neck pain, pregnant, chronic inflammatory demyelinating polyneuropathy, atrial fibrillation, anxiety, muscle weakness and guillain-barre syndrome. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included weakness, back pain, dyspnea, vaginitis, bacterial vaginosis, fatigue, feeling down, gerd, uterine bleeding, allergic rhinitis, vaginal odor, smear cervix abnormal, nausea, atelectasis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as acetylsalicylic acid (cartia), adapalene (differin), ajmaline (cardia), alendronate sodium, amitriptyline hydrochloride (amitriptyline hcl), cetirizine hydrochloride (zyrtec allergy), ciclosporin (restasis), doxycycline, fluticasone, fluticasone propionate;salmeterol xinafoate (advair), metoprolol, misoprostol (cytotec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, prednisone, pregabalin (lyrica) and rivaroxaban (xarelto). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection / vaginitis"), 19 days after insertion of essure. On (B)(6) 2016, the patient experienced myasthenia gravis (seriousness criterion medically significant) and chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with butoconazole nitrate (gynazole), cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec plus), clonazepam, codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam (valium), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), hydroxyzine hydrochloride, metronidazole (metrogel), metronidazole benzoate (flagyl s), paroxetine (paroxetin), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (robotic total "laparoscopic" hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and hypersensitivity had resolved. The reporter considered anxiety, chronic inflammatory demyelinating polyradiculoneuropathy, depression, hypersensitivity, menorrhagia, myasthenia gravis, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding, allergic reaction and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event allergic reaction was added. Outcome of events abnormal bleeding and bladder/urinary problems was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic area pain'), myasthenia gravis ('myasthenia gravis') and chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder, type of disorder: chronic inflammatory demyelinating polyneuropathy (cidp)'). In a 28-year-old female patient who had essure (batch no. 862579-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: depression, vaginitis, multigravida, parity 1, paresthesia, numbness, pain in extremity, weakness, neck pain, pregnant, chronic inflammatory demyelinating polyneuropathy, atrial fibrillation, anxiety, muscle weakness and guillain-barre syndrome. Previously administered products, included for an unreported indication: prenatal vitamins. Concurrent conditions included: weakness, back pain, dyspnea, vaginitis, bacterial vaginosis, fatigue, feeling down, gerd, uterine bleeding, allergic rhinitis, vaginal odor, smear cervix abnormal, nausea, atelectasis and epigastric pain. Concomitant products included: medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as acetylsalicylic acid (cartia), adapalene (differin), ajmaline (cardia), alendronate sodium, amitriptyline hydrochloride (amitriptyline hcl), cetirizine hydrochloride (zyrtec allergy), ciclosporin (restasis), doxycycline, fluticasone, fluticasone propionate; salmeterol xinafoate (advair), metoprolol, misoprostol (cytotec), oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride; paracetamol (percocet), pantoprazole, prednisone, pregabalin (lyrica) and rivaroxaban (xarelto). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) -2011, the patient experienced vaginal infection ("vaginal infection/vaginitis"), (B)(6) days after insertion of essure. On (B)(6) 2016, the patient experienced myasthenia gravis (seriousness criterion medically significant) and chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with butoconazole nitrate (gynazole), cetirizine hydrochloride; pseudoephedrine hydrochloride (zyrtec plus), clonazepam, codeine phosphate; paracetamol (tylenol with codeine no.3), diazepam (valium), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), hydroxyzine hydrochloride, metronidazole (metrogel), metronidazole benzoate (flagyl s), paroxetine (paroxetin), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving. The myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy, depression and anxiety outcome was unknown. And the vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and hypersensitivity had resolved. The reporter considered anxiety, chronic inflammatory demyelinating polyradiculoneuropathy, depression, hypersensitivity, menorrhagia, myasthenia gravis, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding, allergic reaction and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain'), myasthenia gravis ('myasthenia gravis') and chronic inflammatory demyelinating polyradiculoneuropathy ('autoimmune disorder - type of disorder : chronic inflammatory demyelinating polyneuropathy (cidp)') in a (B)(6) year-old female patient who had essure (batch no. 862579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vaginitis, multigravida, parity 1, paresthesia, numbness, pain in extremity, weakness, neck pain, pregnant, chronic inflammatory demyelinating polyneuropathy, atrial fibrillation, anxiety, muscle weakness and guillain-barre syndrome. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included weakness, back pain, dyspnea, vaginitis, bacterial vaginosis, fatigue, feeling down, gerd, uterine bleeding, allergic rhinitis, vaginal odor, smear cervix abnormal, nausea, atelectasis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as acetylsalicylic acid (cartia), adapalene (differin), ajmaline (cardia), alendronate sodium, amitriptyline hydrochloride (amitriptyline hcl), cetirizine hydrochloride (zyrtec allergy), ciclosporin (restasis), doxycycline, fluticasone, fluticasone propionate;salmeterol xinafoate (advair), metoprolol, misoprostol (cytotec), oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), pantoprazole, prednisone, pregabalin (lyrica) and rivaroxaban (xarelto). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection / vaginitis"), 19 days after insertion of essure. On (B)(6) 2016, the patient experienced myasthenia gravis (seriousness criterion medically significant) and chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with butoconazole nitrate (gynazole), cetirizine hydrochloride; pseudoephedrine hydrochloride (zyrtec plus), clonazepam, codeine phosphate; paracetamol (tylenol with codeine no.3), diazepam (valium), diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), hydroxyzine hydrochloride, metronidazole (metrogel), metronidazole benzoate (flagyl s), paroxetine (paroxetin), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, chronic inflammatory demyelinating polyradiculoneuropathy, depression, menorrhagia, myasthenia gravis, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : myasthenia gravis, chronic inflammatory demyelinating polyradiculoneuropathy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporter information, medical history, concomitant drug, treatment drug, removal date, lot number added. Events: abnormal bleeding (vaginal), menorrhagia, urinary tract infection, depression, mental anguish, myasthenia gravis, cidp, vaginal infection were added. Outcome of the event pain was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.